Manufacturer narrative:
Customer has not yet returned the device to MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was removed form use with pt. According to reporter the user withdrew the needle tip into the safety mechanism but the needle tip came out from the safety mechanism. No adverse effects to user reported.